Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, documentation, instructions for use (IFU), and quality control data was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. However, a document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Without the benefit of a returned complaint device, a definitive root cause cannot be determined for this occurrence, but based on the available information it is likely that the sheath separation might have resulted due to patient anatomy being tortuous and also probably due to the physician not inserting the dilator into the sheath during removal. Measures have been conducted to address this failure mode. Monitoring will continue to be performed for similar complaints and the appropriate personnel have been notified.

Manufacturer narrative:
(B)(4). The reported device is not available for evaluation. The event is currently under investigation.

Event description:
A flexor high-flex ansel guiding sheath was used in a peripheral intervention of the superficial femoral artery (sfa). The atherectomy device got stuck at the bifurcation causing it to get stuck inside the introducer. The physician tried to pull it out and the device broke outside of the patient. The rest of the complaint device was removed intact. The physician elected to open up various devices from different manufacturers to remove the cook introducer and the procedure was ultimately completed. Additional information reported: the sheath was placed in the patient's leg. Access was gained via a contralateral approach. Separation occurred during removal . The wire guide and the csi atherectomy device was inserted into the lumen of the sheath prior to removal. The patient was reported to have tortuous anatomy. No unintended section of the device remained inside the patient's body. The patient did not experience any adverse effects due to this occurrence.